Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen had the appearance of being "cracked" on the inside of the screen. The damage blocked graphics and text. Additionally, the touch screen was unresponsive. Customer's blood glucose was 59 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.